Event description:
It was reported that on an unknown date, the part of the ¿colinear reduction forceps¿ were fused together. Both sterile processing department staff and the sales rep attempted to remove to pieces but they would not come apart. No patient involvement was reported. This report is for one sliding mechanism this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date. E1: initial reporter is j&j company representative. H3, h4, h6 investigation summary service and repair evaluation: the customer reported on an unknown date, the part of the ¿colinear reduction forceps¿ were fused together. The repair technician reported that attachment 398.753 was stuck on device. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 10-july-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history the previous service event for part number 314.291 with lot number(s) 2111565 has been reviewed. The customer called in a service request for this item on 2-jul-2024 for colinear reduction forceps were fused together. The item was previously returned for service on 21-nov-2014 due to worn out parts. The previous service condition of worn out parts is not relevant to the current complained issue of colinear reduction forceps were fused together. The manufacture date of this item is 3-dec-2014. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.